Event description:
It was reported that the lancet protrudes beyond the end cap of the device. The user reported that this issue occurred with two different lancet drums of the same lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: the lot number was added based on the returned product. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.